Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gyne case, upon creating colo-rectal anastomosis, there was a pin whole air leak. Over sewing the entire anastomosis with resolution of the leaking was done and surgeon was called in and performed an open sigmoidectomy. There was blood loss of more than 500 cc that required blood transfusion, but this was not related to device issue.